Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported blurry distance vision that could not be corrected to better than 20/50. The lens was exchanged with a different model. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 03/27/2008 and 04/07/2008 by fax, mail and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 04/25/2008.